Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had air/water leakage. The issue was found during an unknown procedure. Inspection and testing of the returned device found tears in the forceps passage instrument channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the labels were peeling, the distal end cover had low insulation, the image had a halo, there was a cut on switch 1, the forceps passage had tears in the instrument channel, the downward angulation was low, the up/down control knob had low tension, the up/down and right/left control knobs had play, the distal end cover had cracks, the objective lens had peeling and worn glue, the light guide lens had cracks, the bending section rubber glue was cracked, the insertion tube had scratches, the light guide tube was buckling, and the scope connector had scratches and dents on pins. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. In addition to the damaged channel, it was also confirmed that the inner wall of the channel had linear scratches and a white fuzzy material crossing those scratches. Each end of the fuzzy material connected to the inner wall. It is likely the foreign material was generated from the damaged channel. The cause of the damage could not be specified. Olympus will continue to monitor field performance for this device.